Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset, which resulted in elevated blood gluocse levels. The user alleged that the leakage occurred with 3 infusions sets from the same box.

Manufacturer narrative:
Section d: the customer did not have the lot number available at the time of initial report. However, the product was returned and the information has been updated accordingly.